Event description:
The patient did not have therapeutic effect. A-p lateral x-rays were taken and did not reveal an issue. Some impedance values were greater than 4,000 ohms. All impedances involving case showed "1111". It was recommended for the next appointment to increase test values to 300 pw and 1.5v and re-run impedances. Several reprogramming attempts were made and none were therapeutic for the patient. The outcome is unknown. Further information is being requested from the hcp.

Manufacturer narrative:
.